Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked from between the luer lock syringe and the q-syte. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: DHR review was not conducted since the lot number for this evaluation is unknown. Received 2 q-syte units were received as follows: unit 1: a full q-syte assembly connected to the end of a 50ml luer lock syringe. Unit 2: top body only q-syte assembly bonded to a 3 way stopcock valve which was connected to an extension tube. No packaging material was returned. Unit 1: damage (cracking) was observed on the top and bottom bodies of the q-syte the top disk revealed damage (tears) on the slit. The column wall revealed damage (tear) on both sides. No damage was observed on the slit of the septum bottom disk (disassembled after leak test). Water leak test: no leakage was observed on the un-actuated position. Leak occurred when the unit was tested in the actuated position. The source of the leak was the cut found on the column wall and out the vent plug. Unit 2: no physical-mechanical damage was observed on any of the components of the top body q-syte received water leak test: no leakage was observed on either the actuated or the unactuated positions. Conclusion(s): a definite source that caused the damage observed on the column wall (contributive to leakage) could not be determined. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. The damage observed (breakage) appears to be caused by external forces applied to the unit during usage. Q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked from between the luer lock syringe and the q-syte. No serious injury or medical intervention was reported.